Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 237 mg/dl at the time of incident. The customer was trying to give herself some insulin when she had to change the battery and the pump alarmed low battery before completely not working. She stated that the pump had wear and tear damage. The display did not return during troubleshooting and the customer did not want to complete the last part of the troubleshooting as she wanted the pump replaced. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was not returned for analysis.